Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a lead failure. The rv lead was explanted. No additional adverse patient effects were reported. A valid serial number was not able to be located for this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.